Event description:
A healthcare facility in belgium reported that a rd900 neopuff infant resuscitator gas outlet port was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) regional office in france where it was inspected by a trained f&p service technician. The unit was serviced and performance tested. Our investigation is thus based on the information provided by the f&p service technician. Results: visual inspection of the complaint rd900 neopuff infant resuscitator revealed that the gas outlet port was broken. Conclusion: the most likely cause of the reported event is physical damage due to impact. The subject neopuff was repaired and returned to the customer after passing all the required safety and performance tests. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in belgium reported that a rd900 neopuff infant resuscitator gas outlet port was broken. There was no patient involvement.